Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error e433 in the esg-400 is due to voltage issues at the output transformer, suppressed by transient voltage suppression diodes. Causes include electromagnetic interference, foot switch issues, or defective components and connections. Olympus will continue to monitor field performance for this device.

Event description:
The reported error was e433.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the generator showed error e-43. The issue occurred during preparation for use of a therapeutic laparoscopic procedure. There were no reports of patient harm, and the intended procedure was able to be completed using a backup generator.